Manufacturer narrative:
The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and lymphadenopathy.

Event description:
Patient reported unknown side capsular contracture baker grade unknown and "lymphadenitis, rheumatoid symptoms, immune system abnormalities". This record is for the right side. The device remains implanted.